Manufacturer narrative:
The reported issue with failing pre-use check has been confirmed during evaluation of the provided problem description, service report and log files. Our fse (field service engineer) was on-site to investigate the reported issue further and found out that the air and the o2 nozzle unit were defective and required replacement. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned to factory for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).